Manufacturer narrative:
Investigation summary: four samples were returned to sbdm, lot number is 1805023. From the samples, 3 were used without needle and 1 was in sealed condition. Returned samples were tested for leakage: sbdm conducted leakage test and results are: when pulled straight, the syringe show no leakage. When pulled obliquely, the syringe show no leakage. Returned samples needle leak test: when pulled straight, the needles show no leakage. When pulled obliquely, the needles show no leakage. House sample leakage test: sbdm conducted water leakage test on 5 pcs of retention samples from lot 1805023, results are: syringe - when pulled straight, the syringe show no leakage. Syringe - when pulled obliquely, the syringe show no leakage. Needle - when pulled straight, the syringe show no leakage. Needle - when pulled obliquely, the syringe show no leakage. Dimension measurement: for the 4 returned samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. Barrel internal diameter: spec f29.0 +/- 0.05mm. Samples were measured at f29.027, f28.993, f29.034, f28.986. Stopper outer diameter: spec f30.0 + /- 0.2mm. Samples were measured at f29.908, f29.986, f29.903, f30.016. Device history record review: sbdm reviewed the manufacturing records for lot 1805023, no abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same lot 1805023, there were no similar issues from other customers. Investigation conclusion: from investigations, the likely cause of the leak are: sbdm assume that while the medicine was flowed into the syringe, a plunger was not pulled straightly but inclined to one side and the leak was occurred. It is possible that the user experienced air aspiration because the end tip was put out of the medicine during drawing of medicine by big size of syringe with small size of needle. Sbdm calculate it took 45 seconds to inhale 50ml of water with 21g x 1-1/4in needle. Therefore, while pulling the syringe, user should keep a steady hand without moving. Otherwise, it is possible that the end tip of needle could be placed out of the medicine by unsteady hands and user could experience air aspiration. Corrective actions: sbdm had quality training on the customer complaint for syringe inspection workers and quality control worker. Sbdm will strengthen inspection for syringe and monitoring the quality of syringe. Sbdm will check and reconfirm molding work condition and implementing of preventive maintenance for syringe mold. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: yes.

Event description:
It was reported that a bd¿ syringe 50ml 21g could not aspirate and leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe 50ml 21g could not aspirate and leaked. There was no report of exposure, serious injury or medical intervention.